Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus of the device did not work; the overlay was cracked. It was also noted that the power cord bay assembly latches were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the programmer was "struck and the pen [did] not make contact." The programmer has been returned for repair and a requested test and calibration procedure. There was no patient involvement.